Manufacturer narrative:
Suspected root cause: use of damaged or bent driver. Insertion over a bent guidewire.

Event description:
The customer reported that during acl reconstruction surgery, upon inserting the screw it broke. This was the surgeon's first time using the product.